Event description:
Additional information received from the rep reported that the patient weight was not known at the time of the event. Rep reported that he will follow up with the patient on december 3rd to adjust patient's lying angle in adaptivestim mode.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(6) and product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device shocked patient about 4 times in about september. It was not stim sensation, it was 'shock'. She had the manufacturer representatives (reps) test the leads and everything and readjust the programming. She no longer had adaptive stimulation (as) enabled and manually controlled the settings. The rep said the leads looked like they had good connection, x-ray showed leads were placed in the right spot. The rep thought maybe her physical therapy was the cause of the shock or maybe some adhesives ripped open or something. The other night she went to bed and went to use her controller and it was stuck on 'please wait' and she could do nothing. She reset it and reset resolved it. But it automatically increased the intensity on its own and her as was off. The controller had a mind of its own. Even though the rep disabled the as, reprogrammed, it started again, less than a week ago, where intensity changes on its own, stim was at 2 and she felt the buzz and the controller showed 2.6 or something but she did not change anything. Patient service specialist (pss) had patient use the controller on the call. Patient confirmed as was off. Pss reviewed it was unlikely the controller. Patient confirmed her adaptive stim was turned off. Patient insisted on replacement because her healthcare professional (hcp) told her to have it replaced. Additional information was received from a manufacturer representative (rep). It was reported that the rep saw the patient on monday, november 9th for a similar problem, but not exactly as described. The rep did not recall being aware of this issue in october. The rep saw the patient for sudden stimulation when she was between upright and supine with adaptive stim on. She wouldn't feel any simulation at all and suddenly it would kick in while in the reclined position with adaptive stim on. She denied any prior trauma or falls, but did mention her physical therapy, but the rep ruled out the possibility of any damage to the lead or electrodes being bad by testing the impedances, which were all within range. It was unlikely her implant, because the few times her stimulation suddenly kicked in was when she was between lying and upright. The lying degree angle of her device in adaptive stim needed to be adjusted. Because the reps weren't in an exam room and the rep had to get to the next appointment, the rep was not able to adjust the angle. The rep turned her adaptive stim off and wanted her to keep it off until they met again to so the rep could adjust it. For future reference, the rep reviewed with the patient how to go between manual mode and adaptive stim mode because she was unsure how and the rep also reviewed with her how to change the stimulation intensity for each position if needed. Her controller was functioning fine and reflected the programmed intensity and the rep didn't see any issue with it at the time. The patient was to call the rep if she experienced continued problems.